Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported that the error codes b30 and 216 were displayed on the monitor while the evis exera iii video system center was being used in combination with the clv-190 evis exera iii xenon light source. Tac instructed the customer to complete the following troubleshooting steps: turn the tower off. Clean the contact pins on the endoscope and blow a bit of air on the clv-190 connector. Verify the 12 o'clock sensor pin, plug the scope back in, and turn the unit back on. The error codes b30 and 216 came back several times during the troubleshooting process. The customer would like to send both units to olympus for evaluation. There were no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6) (model number: cv-190/ s/n:(B)(6))

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. There were no malfunctions found during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.